Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead in (B)(6) 2014, the lead exhibited high threshold and high impedance, was re-programmed and remained in use. In (B)(6) 2017 rv lead warning for low impedance, lead remained in use and monitored. In (B)(6) 2018, rv lead exhibited low impedance. The rv lead remains in use. Patient referred to implanting hospital for evaluation. No patient complications have been reported as a result of this event.